Event description:
Us endoscopy received a complaint that the customer initially had difficulty screwing the capsule cup onto the threads of the capsule delivery device stating that "it didn't look right." They put the capsule cup onto the capsule delivery device a second time and stated "it looked okay", so they carried on with the procedure. As they deployed the pill camera, the capsule cup holder deployed out with it. The facility has reported that there was no harm to the pt as the capsule cup would pass normally through the body.

Manufacturer narrative:
Deployment of the capsule into the pt posses no more hazard than with the pill cam itself passing through the body via peristaltic process. The geometry of the capsule cup is close to the pill cam and the capsule cup materials have passed all biocompatibility testing. Analysis of complaint trending information was performed and no similar complaints from this lot concerned have been filed.